Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and an 12f non-abbott delivery sheath was used. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer septal occluder was chosen for implant with a 12f amplatzer torqvue delivery system. During deployment, the device had a cobra deformation and was "not taking the desired shape for deployment." The deformed device was never released from the delivery system while inside the patient. A decision was made to recapture the device and abort the procedure with no replacement device. There was no report of any angulation/kink noticed in the delivery system and no interaction with cardiac structures during deployment. The patient remained hemodynamically stable throughout the procedure and there were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.